Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele. It was also reported that following insertion patient experienced pain, recurrence, dyspareunia and bowel problems. It was further reported that patient underwent excision of mesh, sacral colopexy and posterior repair with placement of restorelley polypropylene mesh (fabricant coloplast) on (B)(6) 2012 due to pain from previous mesh with dyspareunia and discomfort. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia. No additional information was provided.